Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer's caregiver reported the customer, who is a child, received a sensor scan result of 'lo' (reading less than 40 mg/dl) compared to an unspecified reading obtained on the built-in reader. Caregiver "resweetened" the child who subsequently experienced hyperglycemia. Caregiver contacted a nurse who advised the customer be administered insulin (dose/type unknown). No further information was reported and attempts to gather additional details have been unsuccessful thus far. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for all fs libre sensors within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint.  Clinical data was reviewed for the fs libre sensors, and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field.    Stability data for fs libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint.    A tripped trend review was completed for the reported complaint and fs libre sensors, no tripped trends were observed.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer's caregiver reported the customer, who is a child, received a sensor scan result of 'lo' (reading less than 40 mg/dl) compared to an unspecified reading obtained on the built-in reader. Caregiver "resweetened" the child who subsequently experienced hyperglycemia. Caregiver contacted a nurse who advised the customer be administered insulin (dose/type unknown). No further information was reported and attempts to gather additional details have been unsuccessful thus far. There was no report of death or permanent impairment associated with this event.